Event description:
It was reported that the balloon inflation was not visible. The stingray catheter was introduced to treat a lesion in the right coronary artery. During balloon inflation, using an encore inflation device, it was thought that the balloon inflated but no inflation was able to be seen. Several additional unsuccessful attempts were made to see the balloon inflating. The catheter was removed and the procedure completed with the same inflation device and another stingray catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).